Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's pain wasn't controllable on their left side. They were pretty sure that the only thing they could do was increase stimulation but if they increased the stimulation too much they had issues with their bladder. After the patient left the hospital and for several weeks the ins was covering their pain well but they fell in their tub (the patient fell a lot) and ever since then it hadn't covered their symptoms like it did at first. The patient synced with their ins and brought up group b program 1. They weren't aware that they had other program options. They tried group a program 1 and increased it to 170. Initially the patient didn't think it was helpful and that it made their leg feel more numb than normal. The patient left the controller on a to see what it would do. If they turned the ins off it was a lot worse- it was helping the patient a bit. No further complications reported.